Event description:
Boston scientific received information that this atrial lead was attempted however fractured. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead was capped. There is no further information available. Should additional information become available, this report would be updated.